Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of not fully seating the torque defining screw during the initial implantation, which prevented the humeral liner from fully assembling to the adapter tray, leading to disassociation. Associated with 1038671-2016-00396, 1038671-2016-00495, 1038671-2016-00496, and 1038671-2016-00626.

Event description:
Index surgery: (B)(6) 2013. Revision of reverse shoulder components three years after original surgery due to humeral tray disassociation.